Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 3003442380-2024-11331. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6006185 in question was manufactured at reynosa site. Investigation process of the complaint was carried out in accordance with work instruction guideline for test of reference samples buid-umd version 11 for the code "leakage from connection of hub to the reservoir." Complaint investigations. Photo/sample were not provided. In order to test the product, the reference samples from the lot have been requested. The following test was performed: visual test according to work instruction version 8 on reference samples, 10 samples out 10 samples passed the test. Functional test #1 according to wi 4802011 version 10 on reference samples, 10 samples out 10 samples passed the test. Functional test #2 according to wi 4802304 version 7 on reference samples, 10 samples out 10 samples passed the test. See attachment tw pr. 2077853 complaint test report.pdf for the details. A batch record review was conducted resulting in the following: the lot 6006185 was manufactured according to the wi 4902172 version 44 on the multivac 07, on 04/apr/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. A query was run in trackwise against malfunction code idd-pmc02.04 and lot 6006185 and no other complaint has been registered in tw since the last 12 months. Conclusion summary of the related event: as a result of the following: no reported harm related with the infusion set, no defect on test, no nc raised during production, no other complaint received on the lot in question this is not related with the issue described, no further actions are required. Therefore, this issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the market quality review (omqr) procedure.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6006185 in question was manufactured at reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guideline for test of ref. Samples version 11 for the code leakage from connection of hub to the reservoir. Complaint investigations. Photo/sample were not provided. In order to test the product, the reference samples from the lot have been requested. The following test was performed: visual test according to wi version 8 on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to wi version 10 on reference samples, 10 samples out 10 samples passed the test. Functional test 2 according to wi version 7 on reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 6006185 was manufactured according to the wi version 44 on the multivac 07, on 04/apr/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related process had been fulfilled and met the requirements. Trending: a query was run in database against malfunction code leakage from connection of hub to the reservoir and lot 6006185 and no other complaint has been registered in database since the last 12 months. Conclusion summary of the related event: as a result of the following: no reported harm related with the infusion set, no defect on test, no non-conformance (nc) raised during production, no other complaint received on the lot in question this is not related with the issue described, no further actions are required. Therefore, this issue will be monitored through the post marketing survillence (pms) product trends and malfunction according to the on market quality review (omqr) procedure.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Patient city: (B)(6). Patient country: switzerland.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient noticed leaking of the insulin at the adapter. The blood glucose level was higher than expected 18 mmol/l. The patient replaced thecartridge and transfer set and resumed insulin deliveries successfully. No further information was available.